Event description:
During a routine hemodialysis treatment, it was reported that the operator experienced a high venous pressure alarm and noted evidence of clotting in the cartridge disposable. Treatment was terminated without manual rinseback resulting in a 210cc blood loss. No medical intervention was required.